Event description:
It was reported that the patient experienced recent loss of therapeutic effect and underwent surgical revision, due to device flipping and catheter dislodgement in late 2007. The patient believes that the pump is flipping again; troubleshooting was planned. A follow-up report will be sent if additional information becomes available to us. Please refer to manufacturer's report #: 3004209178-2008-01778.